Event description:
It was reported to the sales rep, that while using a cutting jig and headless pins on a pt with very brittle bone, that a femur fracture occurred intra-operatively. It was not reported how the fracture was treated.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.